Event description:
It was reported that a patient underwent a lap gastric sleeve procedure on(B)(6) 2025 and suture was used. When closing the incision, the needle comes off the thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/18/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ what is the lot number? ¿ when did the alleged deficiencies occur (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) the following information was received: if other, describe --> the batch number reported by the client is brrm52054., if other, describe --> the event is reported today, october 23 2025., was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 10 min, action taken when event occurred? --> no, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.